Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 3.00 x 38 synergy ii drug-eluting stent was advanced for treatment. However, an interventional wire got stuck and never went through the tuoghy into the guide. When they tried to pull it out, the got separated and broke into two pieces. The stent was damaged due to the physician grabbing the device by the stent secondary to removal. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device is a combination product. (D4) lot number corrected from 0023806316 to 0023670563. Expiration date corrected from 05/07/2021 to 04/14/2021. (H4) device manufacture date corrected from 05/08/2019 to 04/15/2019. Device evaluated by MFR.: synergy ii us mr 3.00 x 38 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage on the entire length of the stent with struts stretched, lifted, bunched in all directions. A review of the manufacturing stent profile data was performed and the stent od at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a break in the shaft polymer extrusion in the port bond region. A 0.014" test guidewire was loaded through the distal end of the tip without issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 3.00 x 38 synergy ii drug-eluting stent was advanced for treatment. However, an interventional wire got stuck and never went through the tuoghy into the guide. When they tried to pull it out, the got separated and broke into two pieces. The stent was damaged due to the physician grabbing the device by the stent secondary to removal. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.